Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. Customer's blood glucose level was 401 mg/dl. Customer has been using insulin pump system within 48 hours of high blood glucose event. Customer does not allege pump was under delivering. Customer was treated with the manual injection. Customer reported that insulin exited at the quick release. It was unknown that the customer was using auto mode or not. The insulin pump will not be returned for analysis.

Event description:
The customer's blood glucose reading was 402 mg/dl, not 401 mg/dl.